Event description:
It was reported that there were pauses observed on the patient's holter recordings. The patient complained of having periods of being dizzy and lightheaded. The pauses were due to noise on the right atrial (ra) and right ventricular (rv) leads when the patient lifted their arms overhead. Also, the leads were noted to be fractured from subclavian crush. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo; distal segment returned and analyzed. Performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Concomitant medical products: 5086mri45 lead, implanted: 2011-(B)(6). (B)(4).